Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 to 62 mg/dl at the time of the incident. The customer was at 123 mg/dl at the time of the call. The customer used food, soda, glucose tablets, and discontinued pump use to treat. The customer experienced symptoms such as vomiting and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a high of 350 mg/dl which they treated for with a manual injection. The customer also reported pump upload issues. The insulin pump will not be returned for analysis.